Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). This medwatch report # 2210968-2012-01772 is being voided as it is a duplicate of medwatch report # 2210968-2012-01767. Please see medwatch report # 2210968-2012-01767 for all information regarding this event.

Manufacturer narrative:
(B)(4) - it was reported that the procedure was mesh implantation along with a vaginal hysterectomy for stress urinary incontinence and pelvic organ prolapse. Due to pain and bleeding, the patient had a mesh revision procedure on (B)(6) 2008 along with bilateral salpingo-oophorectomy and lysis of adhesions.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch #2210968-2012-01771. The same patient is represented in each medwatch.